Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the is-1 end.

Event description:
It was reported that this lead was unable to be successfully implanted due to helix extension and helix retraction issues. Later on product investigation confirmed a inner coil fracture.